Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had beeping voice and insulin pump was not working. Customer was exposed to sweat. Customer¿s blood glucose was 200mg/dl at time of incident and current blood glucose was 274mg/dl. Customer declined troubleshoot for high blood glucose and frozen display. Insulin pump will be return for analysis.

Manufacturer narrative:
Blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to verify frozen screen, audio or vibrate anomaly, display anomaly or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests due to blank display anomaly. Device had cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o - ring, cracked case at reservoir tube window corner, cracked belt clip slot, minor scratched display window and stained end cap sticker.